Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a lack of efficacy on the right side of the body. The impedances were greater than 2000 ohms. The pt under went surgery. The surgeon opened the ipg pouch, tried to disconnect and reconnect the extension but the impedances were still higher than 2000 ohms. Then the surgeon opened at the connection and an impedance measurement was abnormally high so the surgeon removed the lead. The lead was damaged during the removal. A new lead was scheduled to be implanted. The pt was noted as fine and there was no injury or death.